Manufacturer narrative:
Report source: contract analyst, supply chain. The customer's complaint that the set separated and leaked was confirmed. The customer¿s photo was evaluated and the reported event of separation was observed to be from the pvc tubing to the inlet port of the distal smartsite near the male luer. The root cause of this failure was not identified.

Event description:
It was reported that a nurse found a separated IV tube leaking IV fluids into a patient's bed. There was no patient harm.